Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open sores on the patient's back. There was no alleged device malfunction contributing to the irritation. The patient wife reported the open sores were being treated in the hospital. The wife reported a patch has been applied and the irritation improved.